Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was a small piece of calcification at the bottom of the aortic neck, the aneurysm and vessel morphology were unremarkable . It was reported that there was an unknown type of endoleak present post implant and there were patent lumbar arteries. The entire stent graft was re-ballooned after which there was a light endoleak still present. The decision was made to not further intervene and to evaluate with a CT scan at the 30 day follow-up. It is unknown whether further intervention was performed. No clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Results: endoleak, patent lumbar and calcification in the distal portion of the aortic neck. Conclusion: patent lumbar and calcification in the distal portion of the aortic neck.